Manufacturer narrative:
Exact date unknown, event occurred early part of 2021.

Event description:
It was reported via facility medwatch (medwatch form# mw5112250), that the patients ipg was no longer working and was causing pain and discomfort. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned.